Event description:
It was reported by the surgeon, that he was conducting a surgical procedure. He stated that during tightening the cortex screws they broke off at the half, below the screw head. There was no chance to remove the remaining parts of the screw. Surgeon took another screw to complete the surgery.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.